Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: 10 min delay. Confirmed failure: abbp bent/broken pin d replace cable, acac deformed enclosure dfte replace front enclosure and adre deformed rear enclosure drre replace rear enclosure. Probable root cause: ¿ cables, ¿ hdmi cables, ¿ connectors, ¿ digital board, ¿ power supply, ¿ filter / fuse, ¿ ac inlet board, ¿ main board, ¿ transition board, ¿ intermittence between transition board and ch connector, ¿ software, ¿ camera head (sensor, sensor cable), ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), ¿ problem toggling light source, ¿ connected monitors, ¿ leaking, ¿ poor grounding (e.g camera head connection from cable to transition board.), ¿ no/incorrect communication with light source, ¿ soaking cap disconnection during sterilization, ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, ¿ cybersecurity attack, ¿ pendulum ch inertial measurement unit (imu), ¿incident light from surgical scene is reflected by coupler/ch window and ¿ use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.